Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 22-mar-2026. The unit was received with a reported oxygen error, confirmed with the contaminated zeolite. Incoming internal 02 measured 89.2% and external 02 measured 88.1 %, both below specifications. The issue was identified the psa cycle (according to the data log) being high (14) is an indication the zeolite is getting contaminated by moisture.

Event description:
It was reported that the unit was outputting low oxygen following a column replacement. Troubleshooting did not resolve the issue. As a result, the patient had difficulty breathing. A replacement device was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.